Event description:
The lead was explanted when high impedance was observed during a vt episode with unsuccessful shocks. Upon explant, lead fracture was observed.

Manufacturer narrative:
No medwatch form was received analysis noted open abrasions on the outer insulation at 20.2cm to 21.2cm from the pins over the rv cable lumen. The lead abrasion is consistent with that produced by friction with the ICD can. As a result, the etfe insulation of one of the rv cables was abraded. This damaged caused the rv cable filars to make contact with the defibrillator can resulting in a spark that melted apart the rv cable filars.